Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a phacoemulsification procedure on the patient's left eye, a corneal burn occurred while using an ophthalmic handpiece. The patient experienced wound leakage, with the wound presenting as gaping and exhibiting a fish-mouthing appearance. Extensive suturing was required to close the wound. Multiple corneal striae were observed, resulting in astigmatism and other visual aberrations. The surgery was completed on the same day using an alternative handpiece and tip. The physician is currently managing the patient¿s intraocular inflammation. This report pertains to ophthalmic handpiece involved for this reported event.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Corneal burn is an issue that is occasionally reported with cataract surgery. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.